Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
This is a refurbished device from 2008. When the pad device was returned to the customer in (B)(4) 2010 a pad-pak from lot 674 was supplied with the refurbished device. The pad device was re-installed on (B)(4) 2010. The next event was on (B)(4) 2010 when the device failed a self-test due to a low battery. The user was alerted by an audible beep and a flashing red led status indicator. There was no fault found with the returned pad or pad-pak but low temps were recorded on the device. These low temps could be the reason for the low battery warning. The returned pad-pak was not the pad-pak in the device at the time of the self-test failure so this is not a comprehensive investigation. There was no problem found with the returned pad or pad-pak. The low battery warning was correctly issued to warn the user that the pad-pak was coming close to expiry.